Event description:
Per the clinic, the patient experienced recurrent drainage at the abutment site and was treated with topical antibiotics (date and duration not reported). The patient also underwent an abutment exchange procedure on (B)(6) 2025. Additional information has been requested but has not been made available as of the date of this report.